Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. All channels: unspecified microbes (>80 cfu/endoscope). Pseudomonas aeruginosa, pseudomonas sp., acinetobacter sp. And pseudomonas maltophilia (the total is >80 cfu/endoscope). The device had been reprocessed with a non-olympus automated endoscope reprocessor, wd440 adaptascope (wassenburg), using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4) for evaluation. (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, following microbes were detected from the sample collected from the device. All channels: unspecified microbes (<1 cfu/endoscope). Distal end: unspecified microbes (<1 cfu/endoscope). The testing result cleared the (B)(6) guideline. (B)(4) inspected the device and confirmed the following: the black hold ring at the distal end was scratched. The adhesive of the bending section rubber was discolored. The rubber of remote switch 1 was worn. Omsc could not confirm any defects that could cause the reported event from the device inspection result. The instruction manual states the possibility of infection by insufficient reprocessing. The exact cause of the reported event could not be conclusively determined, because the result of microbiological testing conducted by the third party laboratory after reprocessing by (B)(4) cleared the french guideline. However, based upon the past similar cases, the reported event may have been caused by the following: there was a difference in the reprocessing method of the device performed by the user facility and (B)(4). Contamination occurred during sample collection for microbiological testing. At the user facility, the result of the culture test of the device owned by the facility was positive in the past. Therefore, omsc recommended that (B)(4) provide training on device handling and reprocessing for the user facility. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.